Manufacturer narrative:
(B)(4). Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speed band super view super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were overlapping on each other and failed to deploy. The same issue occurred with the second speed band super view super 7 device. There was no difficulty in setting up the device. The procedure was completed with another speed band super view super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.